Event description:
After PICC inserted, staff attempting to remove the guidewire and while removing noted guidewire was shredded. The guidewire is gold on the outside and silver on the inside. Staff noted that silver was showing, so complete PICC was removed with magnet intact. New pic placed in opposite arm.